Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 467 mg/dl. Customer was vomiting and the blood glucose level were not decreasing. The paramedics were called to transport customer to hospital. Hospital treated with IV saline solution. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.